Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient went on a 6 hour long car trip and that they were sore/experiencing a return of baseline symptoms in their lower lumbar. The patient tried changing programming but every time they move positions the controller was not reflecting that like it used to, and that it was 'stuck on the same settings.' It was confirmed that adaptive stimulation was enable and was showing upright while the patient was sitting up but when the patient moved to recline it was showing that they were laying down. The patient noted that the ins was implanted in their right but cheek and that in the past it has always felt like it was moving around however currently it is laying flat. The patient was redirected to their hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer representative (rep). It was reported that the device seemed to go "haywire" after his car trip over labor day weekend. The patient went to the doctor on (B)(6) 2018 and a rep reprogrammed the device. The patient said the adaptive stimulation settings were not holding the settings since labor day weekend. The rep said adaptive stimulation changes were made on the programmer, or zeroing out after changes have been made. No factors were known to have contributed to the issue. The rep instructed the patient to remove the battery pack from the programmer and to restart the programmer. This worked and the patient was able to set intensities based on his positions. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacture representative and the healthcare professional reported that x-rays were taken which showed that the leads had not moved. The cause of the lack of therapy was due to 'less helpful' stimulation and this issue was resolved through reprogramming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer and the representative. It was reported that the patient met with the representative who had them remove/reinsert the battery pack in the patient's controller and it seemed to be working fine. The patient was back to group a which they were initially on and the patient was still having the same problem where the programming would remain at the same strength (1.7). The patient was later reprogrammed for the sitting and standing position but they didn't do the laying down position. When they got home they tried to set it and when laying on their left side they were on program 1 at 1.1. They raised the stimulation to 2.2 on their left side and then physically turned to their right side, which the controller reflected, then back to their left side and the controller said 2.2 volts as expected. The patient claimed that the stimulation would just change on its own when sitting and that it would say they were standing. The representative later met with the patient for adaptive stimulation adjustments. It was reviewed how the controller worked if the patient wanted to adjust the intensity of their adaptive stimulation. Stability time and how to adjust stability times and angles were reviewed since the patient reported that the stimulation level changed to a higher intensity at times. The issue was noted as being resolved. No further complications reported.

Manufacturer narrative:
Product ID 977c265 (B)(4) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called back and said he got his stimulator to work really good for two to two and half months. Then over labor day he went on road trip and since then his stimulation has been out of whack. Patient said it has been reprogrammed 3 times. Last time programmed was at health care professional (hcp) office with two reps. He met them going on three weeks ago it was around the first week of october. They put it on high definition and said give it three weeks. Patient wants to know why the trail he had for only five days and it works so why does he have to wait three weeks. He said he felt zero comfort from it device. He said he has had no falls or accidents. He stated that he has done nothing. Patient feels like he brought a brand new car and drove it a lot and now it his problem. Patient has a paddle lead. Patient asked with the device if they could have x-ray to see if the lead moved. He said they took the x-ray and the doctor said it looked good and the tech said it moved. Patient called hcp where he tried the sensation where you can feel in the center of his back where the main pain was. Patient took muscle relaxers and did it for a little over a weeks. Then he had another rep reprogram. She took what worked andprogrammed it a little different and that did not work. Then a week after that patient went to hcp and had another x-ray. Patient hcp said he was done with him therefore patient went to another hcp and meeting rep. No further patient symptoms or complications were reported in this event.